Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that the cardiac probe heated up excessively when imaging a difficult to image patient. During the investigation, it was confirmed on (B)(6) 2013 that the probe measured 60 degrees c. No injury to the patient of user was reported. Probe has been removed and is in transit to the test lab.